Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Lens not returned. Method: lens work order search results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation : results: visual inspection of the returned product found the lens torn into two pieces. Pieces of one haptic were torn off and missing. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a (B)(4) collamer aspheric single piece lens but the lens would not release. The lens was removed with no patient harm. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.